Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient believed her bg was stable when the cgm value displayed was 300 mg/dl. She passed out and her spouse called emergency medical services (ems). Upon paramedic arrival her bg trend was low and a bg finger stick was 42 mg/dl. She was admitted to the hospital. Although she remembered few details for the event, she was discharged after one day in stable condition and was feeling better. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data.